Event description:
A disposable frazier suction tube that was being used appeared to have the tip missing. The surgery was paused, the piece was retrieved, matched the missing tip. A new suction tube was used, no further issues. No imaging necessary. FDA safety report ID# (B)(4).